Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain - vaginal [vulvovaginal pain]. Tampon split in half [device breakage]. Case description: consumer contacted via e-mail and stated that the tampon had split in half and caused pain. No serious injury was reported.